Event description:
The pt contacted lfs alleging that his one touch ultra meter was reading inaccurately control high. The pt obtained control solution results of 109, 117, 110, and 112, which were outside of the specific range of 72-97. The pt took no actions following the attempted use of the meter. He contacted his medical professional for advice and rec'd no treatment. The customer svc rep verified that the meter was set in the correct unit of measurement and the calibration code was set correctly. The pt was using the correct control solution and the control solution was not expired. The test strips were in good condition; the were not expired, opened longer than the discard date, no stored incorrectly. The csr walked the pt through conducting two consecutive control solution tests, which fell outside the specified range. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. Based on the troubleshooting conducted by the csr, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do no pass inspection, lifescan will inform FDA of the results in a supplemental report.